Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/7/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received, fifteen open samples, and two washers inside in a plastic bag. The product observed in the samples returned pertained to y523h. Upon visual inspection of the returned samples, it was noted that the foreign matter (washers) was placed inside a plastic bag separated from the samples. However, the photo provided by the customer showed two open packets with a washer in each package. In the remainder of the samples, no issues related to foreign matter were observed during the evaluation. Based on the information currently available, foreign matter was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you please confirm the lot number of the products involved? Y523, monocryl, lot: tmmkrd, expiration: 2028-10-31 - was the sterility of the device compromised? No - please describe the sterile packaging: washers in the sterile package in two. - were there any issues with the seal of the sterile packaging? No - are there any tears/holes in the sterile packaging? No attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-03936.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in (B)(6) 2024, and suture was used. During the procedure, there were metal washers found within the suture packaging on two different suture packages. They opened the rest of the box. Case was completed with like device. No patient harm was reported. Further information has been requested.